Manufacturer narrative:
H3, h6): the manufacturing representative (rep) visited the site to test the imaging system and adjusted the upper door dingus. The lower door dingus was verified. Door switches were adjusted and verified. An invalidate home procedure and system checkout were performed. The unit was confirmed to be operational. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used for a procedure. It was reported that while in surgery, the gantry was unable to open while it was wrapped around the patient. No further information available. Patient present at time of event. Troubleshooting was performed. Technical service instructed the site to attempt an open override using the yellow button; however, this did not resolve the issue. When the site pressed the door close button on the pendant in conjunction with the yellow button, the gantry did not move. The site attempted another pendant button along with the yellow button, but the gantry again did not move. Technical service then instructed the site to attempt a manual door opening using the ratchet. However, the site was unable to move the rotor alignment nut. The site reported that the nut would not budge regardless of the direction of rotation. The site confirmed that the t-pin was not inserted into the rotor alignment hole. To avoid potential damage or stripping of the nut, the manual opening attempt was aborted. The patient was removed from the or, and the bed was disassembled. The site successfully moved the system out of the operating room. When parked in another room, the pendant indicated that the door was open and displayed a collision zone message. Technical service advised the site to discontinue further troubleshooting and await the field service engineer.